Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter are unknown.

Event description:
It was reported that the plunger plastic cover has damaged screw posts. No patient injury was reported.